Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a laparoscopic excision of endometriosis extensive pelvic resection in which coseal was used. Post operatively, the patient experienced abdominal pain, fever, tachycardia and condition declined over 24 hours. Two days later, the patient returned to the operating room, under the colorectal team. No injury was identified. It was reported a wash of the area was performed, some coseal was seen where it was applied and it was rinsed to remove. At the time of this report, the post-operative patient outcome was reported as ¿pain settling, fever now low grade¿ (no further details provided). On an unreported date, the patient was transferred to a larger tertiary hospital. No additional information is available.